Event description:
Consumer had stated her granddaughter was brushing her teeth. The bristles were falling out into her mouth and sticking between her teeth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.